Manufacturer narrative:
The report that the driveline was completely severed could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(4), and the patient¿s reported outcome could not conclusively be determined through this evaluation. No product is available for investigation. The current version of the heartmate ii lvas IFU addresses how to care for the driveline and outlines indications of wire damage as well as how to respond to such events. Additionally, the IFU outlines all system controller alarms as well as how to respond appropriately. The current version of the heartmate ii lvas patient handbook contains a section titled ¿caring for the driveline¿. The patient handbook warns that if damage to the driveline is suspected to call the patient¿s hospital contact right away. If damage to the electrical wires inside the driveline is confirmed, the heartmate ii pump should be replaced as soon as possible to prevent serious injury or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 10 month. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient completely removed the driveline at the exit site by completely cutting it. The patient was admitted and on 5 mcg of dobutamine. On (B)(6) 2019, the patient expired. The device operated as expected until the driveline was cut. The pump will not be returned. No additional information was provided.